Event description:
It was reported that the patient's newly implanted right ventricular (rv) pacing lead was not capturing and that the patient was feeling dizzy with some vertigo. It was also reported that the rv lead appeared on x-ray to have moved slightly. The lead was removed and a new lead implanted. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.